Event description:
A deflated left breast implant was identified using mammogram imaging. The patient underwent implant removal on (B)(6) 2025. The suspect device was reported as non-(B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".